Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenotic, totally occluded lesion was located in the calcified and severely tortuous distal left circumflex artery. The physician advanced the 1.50x15mm apex otw balloon catheter to the lesion and on the third inflation, inflated the balloon to 14 atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different balloon. Pt status is reported as "good".